Event description:
Reference MFR report: 1627487-2013-1079. It was reported, the patient is not receiving stimulation. A sjm representative met with the patient and lead diagnostics showed all contacts were invalid. X-rays were ordered and the patient is pending follow up with her surgeon. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.